Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of the superflex aspheric 920h iol in the od eye on (B)(6) 2017. The patient has had diabetes since the age of (B)(6) and has pre-existing bilateral diabetic retinopathy which has been treated with photocoagulation. Approximately two months post iol implantation, a temporal retinal haemorrhage was identified in the od eye. The patient was referred to a retinal specialist and the patient received an anti-vegf injection and laser treatment. The patient presented to the hospital in (B)(6) 2018 complaining of low visual acuity in the od eye. Opacification of the superflex aspheric 920h iol was observed for the first time on (B)(6) 2018. On an unknown date, the superflex aspheric 920h iol was explanted. The explanted lens has been retained and is being returned to rayner. As the report pertains to the development of opacification, the lens will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). The patient has a complicated medical history and has had repeat ocular surgical trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the development of opacification in this case. Our review of production records for the superflex aspheric 920h iol batch 074e61468 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (july 2014) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 074e61468.

Event description:
On 20th may 2019, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient presented with low visual acuity in the od eye in (B)(6) 2018. Examination of the eye identified the development of iol opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a superflex aspheric 920h iol in the od eye on (B)(6) 2017. The patient has had diabetes since the age of 20 and has pre-existing bilateral diabetic retinopathy which has been treated with photocoagulation. Approximately two months post iol implantation, a temporal retinal haemorrhage was identified in the od eye. The patient was referred to a retinal specialist and the patient received an anti-vegf injection and laser treatment. The patient presented to hospital in (B)(6) 2018 complaining of low visual acuity in the od eye. Opacification of the superflex aspheric 920h iol was observed for the first time on (B)(6) 2018. On an unknown date, the superflex aspheric 920h iol was explanted. The explanted lens was sent to a third party independent laboratory to undergo structural and ultrastructural analysis (scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds)). Sem and eds analysis revealed a layer of crystalline deposits on the surface of the iol. The crystals were composed of calcium phosphate. The patient has a complicated medical history and has had repeat ocular surgical trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the development of calcification in this case.

Event description:
On 20th may 2019, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient presented with low visual acuity and on 29th march 2018 opacification of the iol was observed.